Event description:
It was reported that a gas module in the anesthesia system had a leakage. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Manufacturer narrative:
Our field service engineer assisted the hospital biomedical engineer via communication to solve the problem. The cause of the leakage was due to a dislocated o-ring in the gas block in which the gas modules are docked. After re-assembling and test, the issue has been solved and the anesthesia system was cleared for clinical use. No device logs were received. No part needed to be replaced. A picture showing the pneumatic block (for docking the gas modules) was received, in which the green o-rings were marked as the part that caused the leakage. It is likely that the o-rings became dislocated during service intervention during which the gas modules were removed. The o-rings cannot become dislocated during ongoing ventilation, they can only become dislocated when the gas modules are disassembled from the gas block. Our conclusion is that this fault will be detected during the system checkout.

Event description:
Manufacturer's reference number: (B)(4).